Event description:
Philips received a complaint on the dfm100 device indicating that the paddle cannot discharge. The remote service personnel evaluated the device remotely. It was determined that this model serial number is affected by the field change order (fco - fsn-2021cc-ec-023) kit that needs to be implemented in order to resume the full functionality of the paddles (device) which was provided to the customer. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter phone: (B)(6). Institution phone: (B)(6).